Manufacturer narrative:
It was reported that during use of an affinity nt oxygenator, the device began bubbling within 8 hours of use. See attached. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). The customer did not measure the amount of patient blood loss as a result of this leak. A transfusion was not required. There were three lots of fusion oxygenators used in the manufacture of this custom pack: 229515181, 229504200 and 229423223. Correction e1: street 1, street 2 and postal code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an affinity nt oxygenator, the device began bubbling within 8 hours of use. The use of the device was unspecified. There was no adverse patient effect associated with this event.